Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading was 547 mg/dl. When the infusion set was removed, the cannula was noted as bent. She changed the set and treated with a bolus from the insulin pump. The infusion set was replaces with a smaller cannula size. The drive support cap appeared normal and recessed. No leaks or air bubbles were observed and insulin did exit with a manual prime. The insulin was not cloudy or expired and the insertion site was not sore or irritated. The infusion set was removed and again the cannula was bent. The customer declined further troubleshooting. The insulin pump was not replaced or returned.